Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer was trying to prime the pump after she changed her infusion set. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer stated that the alarm would not clear, so she took the battery out. Customer reported that she was unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer called back on 09/22/14 and will no longer be returning the pump for analysis. No additional information provided.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.